Event description:
The customer initially reported that during a code blue in the ER, the suction canister liner exploded. Customer reported in a later conversation that no one was injured in the incident and the pt did not experience any adverse outcome as a result of the event.